Manufacturer narrative:
We are reporting according to (B)(4). Incidents involving medical devices manufactured by arjo (B)(4) will be reported by us, the legal manufacturer, arjo hospital (B)(4) on behalf of our sales and distribution company in (B)(4), (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation. Explanation of method: an arjohuntleigh employee has obtained the information regarding the incident via telephone interview with the facility.

Event description:
As stated by the customer on (B)(6) 2010: "resident was being lifted out of the tub. Two pcas moved the lift back away from the tub to dry the resident. The pcas noticed that the lift seemed hard to push before putting the resident on the lift for his bath. The pcas removed the seat belt and went to move the lift back a little further when the front castors of the lift went over the sloping floor near the drain of the tub room. As the castors were over the sloping floor, the right front castor completely fell off of the lift. The resident's weight shifted causing the lift to tilt forwards. As the lift tilted, the resident was thrown from the lift landing on his left side and resulting in him breaking his left hip." (B)(4).